Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was failing the functional check. The peep is not reading between 16-24. It was stated that the issue occurred during testing. There was no physical damage/abuse and there was no delay in therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant name, address 1, city, state, country, & postal code: corrected. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Variable relief valve is cracked. Performed peep (positive end-expiratory pressure) test. The customer's complaint was confirmed as the peep was out of spec. The root cause was the out of spec peep. Recalibrated peep to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.